Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the information and diagnostic images you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available photos taken during the reintervention demonstrated an external insulation abrasion in the proximal area of the lead. Furthermore the provided x-ray images showed the lead under complaint and two nearby leads in the implanted state. Based on the location of the damage as well as on the characteristics visible on the photos, it is reasonable to assume that the lead had been subject to severe mechanical stress, most likely in the pocket area. An interaction with the generator housing, as assumed by the physician, is possible. Also conceivable might be constant friction against one of the nearby leads. However in spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.

Event description:
Ous MDR - it was reported that this lead was explanted due to noise and inappropriate shocks.